Manufacturer narrative:
A ge representative evaluated the system and replaced the collimator knobs. The system operates as intended.

Event description:
The customer reported the knobs on the collimator are missing. On the 2600, the collimator adjustment is a manual function. If the knobs are missing, the collimator will not be able to be adjusted. There is no report of pt injury.